Event description:
Healthcare professional reported "signs of intracapsular rupture, it is confirmed with MRI.". This record is for the left-side. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.